Event description:
43 yr old female underwent declot of right forearm arteriovenous loop graph. Thrombectomy device placed in arterial limb pointing toward venous side; thrombus removed. Device removed and placed on venous limb pointed toward arterial anastomosis; platelet plug removed. Device removed and reinserted in arterial limb pointed toward venous side two more times with add'l thrombus removed. Upon completeion of last use of device, impeller and drive shaft disconnected from outer polyurethane catheter and advanced approx 5 cm from outer catheter. Device removed intact without fluoroscopic evidence of catheter remnants in loop graft.